Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited noise. The pacemaker remained implanted. No intervention was performed.

Event description:
New information noted that the issue was discovered during a post-operation interrogation. Upon interrogation, it was noted that the pacemaker was sensing the right ventricle on the left ventricular channel. Programming changes were made. The patient was in the stable condition.